Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
As reported to customer relations: a male patient with a very large aortic system underwent evar at the age of (B)(6). Several years later (specific date not provided), the patient underwent an additional procedure ((B)(4)) to bridge the main body leg and the right iliac leg graft. (No additional information was provided.) In (B)(6) 2016 the patient was told he had an iliac aneurysm now. The main body graft had migrated and lost its' seal which allowed blood to pool in the iliac artery. The procedure is not scheduled yet as the physician (a physician in (B)(6) this time) plans the intervention. (B)(4) are related. Devices not explanted. Bridging needed to repair the endoleak. Patient underwent a bridging procedure.

Manufacturer narrative:
Additional information received indicated that in may 2016 the patient was diagnosed with an iliac aneurysm as a result of migration of the main body graft. This caused blood to pool in the iliac artery due to the loss of seal. The physician planned to schedule the patient for additional intervention to treat the new iliac aneurysm. These events were reported under MFR# 1820334-2016-00464. (B)(4). Investigation - evaluation : a review of complaint history, instructions for use (IFU), device history, quality control, and trends was conducted during the investigation. The complaint device was not returned therefore physical examination of the device could not be performed; however, a document based investigation evaluation was performed. The device is a lot size of one, so no nonconformances were present in the lot. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: per the instructions for use: "additional endovascular interventions and conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length(vessel and component overlap) and/or endoleak. Additionally device selection states" appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression." Specifications for component overlap and diameter sizing are summarized in ¿table 10.5.1 main body graft diameter sizing guide.¿ without the benefit of procedural and anatomical information a definitive root cause to the reported event could not conclusively determined. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Event description:
It was reported that several years post endovascular aneurysm repair (evar) this patient underwent an additional procedure to bridge the main body leg and the right iliac leg graft . No further information was provided regarding the reported procedure or patient outcome. In may 2016, the patient was diagnosed with an iliac aneurysm. These events were detailed in a separate report. No further information was provided.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, instructions for use (IFU), and trends of the product was conducted. Neither product nor images were returned to assist with the investigation. As indicated in the IFU included with this device, migration issues are associated with the technique used during device deployment. They could also be associated with an issue with the device itself. A definitive root cause could not be determined because the device was not returned for additional inspections and the event occurred several years after the procedure was originally performed. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A male patient with a very large aortic system underwent evar at the age of (B)(6). Several years later (specific date not provided), the patient underwent an additional procedure to bridge the main body leg and the right iliac leg graft. In (B)(6) 2016 the patient was told he had an iliac aneurysm now. The main body graft had migrated and lost its seal which allowed blood to pool in the iliac artery. The procedure is not scheduled yet as the physician plans the intervention. Devices not explanted. Bridging needed to repair the endoleak. Patient underwent a bridging procedure.